Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-24367. The patient reported experiencing pain at the ipg site and ineffective stimulation. The patient reported losing a significant amount of weight after the implant; as a result his ipg is superficial and he experiences discomfort. The patient also reported not using his system approximately 2-3 years ago due to the ineffective stimulation and desires to have the system explanted. The patient is to consult the physician for the next course of action.